Manufacturer narrative:
(B)(4). Failure to follow steps/instructions - per instructions for use: under warnings - perform a femoral angiogram to verify the location of the puncture site. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that left common femoral arteriotomy closure was attempted using a proglide device after a percutaneous transluminal coronary angioplasty procedure. The arteriotomy was 7fr. No femoral angiogram was taken. Reportedly, a cuff miss occurred and the proglide device was removed and hemostasis was accomplished with an additional proglide. There were no adverse patient sequelae reported and no clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual and functional inspections were performed on the returned device. The cuff miss/suture retrieval issue was confirmed. Additionally, there was one separated tab (not returned) in the anterior cuff. A cuff tab measures approx. 0.01 by 0.01 inches and due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It should be noted the perclose proglide instructions for use, states: perform a femoral angiogram to verify the location of the puncture site. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.